Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that the patient had concerns of alarms indicating that the device needed to connect to power despite being on fully charged batteries or the mobile power unit (mpu). The patient was on the mpu without alarm but when the patient would try to switch back to battery with the white power lead, the system controller would alarm to reconnect to power but it would be the black bracket that would be flashing. There was also a pump stop on the patient's history. It was confirmed that the patient performed a system controller exchange on their own but could not get the driveline in. The patient reported that the black power cable was loose all along but just didn¿t know any better. The alarm was attempted to be recreated at the clinic but was unsuccessful. Log files were submitted for review and captured numerous no external power and low voltage hazard events throughout the log. All of these events occurred when the black power lead was disconnected. It was noted that the driveline was disconnected on 30may2024 at 1024 for about 19 seconds and then reconnected. A system controller exchange was not performed. The patient was educated on changing power sources, not to change system controller unless directed by ventricular assist device (vad) team. No pins were bent in the mpu or system controller leads, no damage to equipment. The patient was clinically stable as an outpatient.

Manufacturer narrative:
H10: related report number in initial not applicable. Manufacturer¿s investigation conclusion: the reported event of difficulty connecting the driveline was unable to be confirmed. The system controller (serial number: (B)(6)) was not returned for analysis. There were no log files submitted from this system controller. The root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate iii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook and heartmate iii instructions for use (IFU) caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Heartmate 3 instructions for use section 2 entitled ¿system operations¿ instructs users how to properly connect the driveline to the system controller by rotating the safety lock to the unlocked position, aligning the arrow on the driveline with the arrow on the system controller and pushing firmly, and the moving the safety lock so it covers the red button. Heartmate 3 instructions for use section 5 entitled ¿surgical procedures¿ addresses that the pump may take up to 10 seconds to start upon exchange/startup. No further information was provided. The manufacturer is closing the file on this event.